Event description:
Reporter alleged obtaining a blood glucose result of 30 mg/dl on the compact system after eating, however, when retesting within less than 5 minutes on the same system obtained a result of 53 mg/dl. Reporter stated she was not experiencing any hypoglycemic symptoms; at the time, however, she changed to a new test strip drum using the same system and obtained a result of 119 mg/dl within less than 10 minutes. Reporter indicated the new test strip drum had the same lot information as the drum used when obtaining the 30 & 53 mg/dl values. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.